Event description:
It was reported that the right atrial lead dislodged. Attempts to reposition the lead were unsuccessful. The physician decided to leave the lead in the atrium and pace the patient vvir.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.